Event description:
A report has been received from a hemodialysis facility which stated that upon priming the dialyzer (prior to the pt being placed on treatment) a loose fibrin (fiber) or impurity was noted on the venous end of the dialyzer. The sample is available for analysis. New info was made available on (B)(4) 2011.

Manufacturer narrative:
(B)(6). Sample analysis: the dialyzer in question is an 180nre, lot number 11au05017. The dialyzer was returned without the prepackaging pouch. The fibers were wet and there was no indicating of blood exposure. Gross visual examination of the returned sample found a free-moving particle, tan in color, within the cavity ID header cap. There were no other particulate identified within the dialyzer compartment or header caps. The sample was forwarded to the qs lab for particulate identification. (B)(4). The foreign material is related to the mfg process and comes from the friction between the (B)(4) slip ring and the conditioning carousels. Degradation of the material can cause small pieces to break away during operation of the material machinery. Traps are in place but the high pressures and volume of water may carry pieces through the media lines and introduce the material into a dialyzer during fiber conditioning process. Therefore, the complaint is confirmed, however, no CAPA is required as it does not meet escalation criteria at this time. Fresenius will monitor through trending programs and escalate as required by the complaint management and CAPA process.